Event description:
Attorney reported: on (B) (6) 2001 - pt was implanted with two units of composix kugel large oval mesh to repair a ventral hernia, and the catalog numbers are a 0010202 or 0010102. After implantation, the composix kugel mesh rings broke and the mesh eroded into the sigmoid colon, creating a colocutaneous fistula which caused pt great pain and illness. On (B) (6) 2007 - pt was noted to have multiple fistulous tracts on the lower abdominal wall with feculent drainage from all sites, and a consequent deep vein thrombosis in her right leg. On (B) (6) 2007 - pt underwent creation of a totally diverting proximal transverse loop colostomy with partial removal of the two meshes and rings as far as possible without enlarging the fistulous opening caused by the failed meshes. The mesh rings were noted at pathology to be in three pieces with fragmented ends, from 7cm to 7.5cm in length and measuring up to 1 cm in arch diameter. On (B) (6) 2007 - pt still had feculent drainage from her multiple abdominal wounds. In (B) (6) 2007 - pt developed severe blood infection in conjunction with the tpn (total parenteral nutrition) infusion pump necessitated by the septic condition created by the feculent drainage from her kugel mesh injuries. On (B) (6) 2007 - pt died of cardiopulmonary arrest due to sepsis, as a consequence of the four non-healing abdominal fistulas caused by her kugel meshes.

Manufacturer narrative:
The complainant reported that two meshes were implanted and was a device catalog number 0010202 or 0010102. See MDR number 1213643-2010-00313 for info related to device catalog number 0010202. We have contacted the initial reporter to request add'l pt medical info/records, copy a death certificate/autopsy report, and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. A DHR review has not been conducted, since no lot number has been provided. Based on the provided medical records, it is unk what the pt's clinical course was from the date of implant of (B) (6) 2001 to the hospitalization date of (B) (6) 2006, therefore, we are unable to determine the possible cause of pt fistula development. Davol has not yet received a copy of the death certificate, autopsy report, or any medical records after (B) (6) 2007 explaining the clinical course of events the pt underwent, therefore, no conclusion can be drawn.